Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. Based on the file review, no further escalation is required. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(6) for the same or related failure mode. A review of the device history record for (B)(6) performed from 01/10/2018 to 12/17/2020 and confirmed that this device was previously returned for servicing and there was no production failures which correlates to the customer reported issue.

Event description:
It was reported that the device had a keypad failure. There was no patient involvement.

Manufacturer narrative:
The reported event of keypad failure was created to document the event that the customer reported. The customer did not return the device for evaluation. The device wasn¿t returned to cad or the service depot for investigation or repair. No failure data exist to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The customer¿s reported problem cannot be confirmed. Based on the file review, no further escalation is required. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. A review of the device history record for sn (B)(6) performed from 01/10/2018 to 12/17/2020 and confirmed that this device was previously returned for servicing and there was no production failures which correlates to the customer reported issue.

Event description:
Keypad failure. It was reported there was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a keypad failure. There was no patient involvement.